Event description:
The pt stated that 2 weeks ago, he experienced an infusion tubing that completely separated at the luer connection. He stated, that this occurred while he was changing his clothes and the tubing became caught. He stated, that he "yanked" on the tubing and it broke. He stated, that he changed his infusion set and did not experience any physiological effects. The tubing had been in use for 1 day. The pt did not report assistance by a healthcare professional or second party to address the issue. The pt discarded the alleged infusion tubing. No prod will be returned for evaluation.

Manufacturer narrative:
No prod will be returned for evaluation.